Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call by a senior csr. The patient reported that at 7pm, 15 days prior to contacting lfs, she had obtained an alleged inaccurate low result on the subject meter of ¿120 mg/dl¿ compared to ¿190 mg/dl¿ on her onetouch ultramini meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is unclear what medications the patient takes to manage her diabetes. She reported that from 14 days prior to the call, she had consumed less food/drink. She reported that 5 minutes after the start of the alleged issue, she developed symptoms of ¿dizziness, headache, vomits and fatigue.¿ she reported that she self-treated her symptoms by administering metformin 850 mg/dl at 7:08pm, 15 days prior to the call. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that she had used an approved sample site to obtain the blood samples and she had followed the correct testing steps. The csr also confirmed that the patient was using the correct test strips which had been stored correctly in an intact vial and were within expiry date. The patient did not have control solution to test the meter and test strips. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.